Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by changing the infusion set. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer continued to use the pump for insulin therapy.